Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, no blood flow from the marker lumen occurred despite successfully flushing prior to use. A new prostyle device was used to achieve hemostasis. A hematoma of less than 6cm formed on the right groin after the procedure which was treated with manual compression during 24 hours of the patient's stay in hospital. Due to the hematoma, hospitalization of the patient was extended by one day. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow was confirmed based on returned device condition. However, the handle was disassembled, and a mandrel was inserted through the marker lumen and blood was observed coming out of the marker port. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle and or the observed blood clogging the marker tube/lumen. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.